Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The returned sample was visually inspected and a crack was observed on the barb of theaspiration connector of the irrigation/aspiration manifold. The barb was still partially attached to the connector and the tubing mounted around it. When the sample was tested on a calibrated console, leakage was observed during the priming sequence. Stress marks around the point of fracture indicates the damage may have been induced. While leakage was observed from the broken connector on the irrigation/aspiration manifold, we could not determine the root cause of when and where the connector was damaged. Action will not be taken for this occurrence. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked before surgery. The product was replaced and procedure completed.